Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. After implanting a stent, a 16-6/5.8/75 xxl balloon catheter was advanced for post-dilatation. However, on the third inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another xxl esophageal balloon. No patient complications were reported.